Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What tissue location was placement of suture? What were the patient symptoms (location, severity, appearance, systemic or local reaction). What was the onset date from the time of surgery? Other relevant history / concomitant medications will product involved in the event be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The patient experienced red, swollen and pain in the suture area. The surgeon treated the patient with iodophors. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: )b_)4) 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of the index procedure. (B)(4). Date and name of index surgical procedure. Unk. The diagnosis and indication for the index surgical procedure? Unk. What tissue location was placement of suture? Unk. What were the patient symptoms (location, severity, appearance, systemic or local reaction). Red, swollen and painful symptoms. What was the onset date from the time of surgery? Unk. Other relevant history / concomitant medications unk. Will product involved in the event be returned for evaluation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Suture. What is the patient¿s current status? Stable

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.